Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. No crack on the reservoir tube noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was 13.2 mmol/l at the time of the call. The customer¿s mother reports the insulin pump has a crack starting by the reservoir going all the way down and the reservoir compartments clear plastic o ring has fallen off. The customer's mother was advised the insulin pump will be replaced.